Event description:
It was reported that during a sleeve gastrectomy procedure with the device, after using 11 reloads (7 green, 3 gold, 1 green at this order) the surgeon examined the staple line and decided to suture the last few cm of the staple line because it appeared to be not uniformed - the staples weren¿t in perfect b shaped as expected. After suturing the suspected area, the surgeon checked the staple line with blue liquid. The test proved few leaks from the suspected area. The staple line was fixed by additional suturing and finally closed by using covidien's ultra device and tri staple black reload. In the last four firings with the powered echelon the surgeon mentioned during the fire about milking of the tissue at the distal end of the jaws. One device and eleven reloads will be returning. There was no reported patient consequence. The patient was reported to be stable.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Can¿t say for sure as the surgeon wasn¿t aware of the issue during the creation of the sleeve. However, on the fifth firing the surgeon noted that the tissue is milking at the distal end of the jaw. Were there any cutting issues noted with the device (i.e incomplete cut line, jagged cut line, etc)? Not during the creation of the sleeve except the milking issue that was mentioned above. Please clarify what is meant by after use on patient. The event details describe the event happening during use on the patient. Was there an issue post-op with the patient? If yes, please provide more details. There wasn¿t post-op issues with the patient. The meaning of ¿after use on patient¿ related to the fact that the surgeon didn¿t mention any issue during the creation of the sleeve but realized that there is an issue after doing a test with the blue liquid . Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? After an interview with the surgeon we suspect that there is a possibility that the instrument was fired near existing staple line. Were any unexpected noises heard? If so, when? In the four-five firings, there were some noises from the engine (exertion of the engine) of the powered echelon which wasn¿t the usual sound.